Event description:
It was reported the pt was unable to turn up her stimulation. An sjm rep interrogated the scs system and found high impedance values on half of the pt's contacts. The pt is seeking surgical intervention to address the issue. Note the pt's leads are not sjm devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.